Event description:
On (B)(6) 2015 product analysis was completed on a returned handheld. During the analysis it was identified that the handheld was returned without a battery cover. As a result, the handheld would not power on. Once a known battery cover was installed, the handheld performed according to functional specifications.

Event description:
No failure occurred in the field with the handheld, only during product analysis was it observed that the battery cover was missing.

Manufacturer narrative:
Describe event or problem; corrected data: no failure occurred in the field with the handheld and there is no failure of the device.